Manufacturer narrative:
Surgeon said patient had moved causing the centration to be off-center and also described possible horizontal gas breakthrough. Patient bcva pre op both eyes 20/20. Photorefractive keratectomy scheduled and performed on (B)(6) 2015. Patient post op 20/30 -1 right and 20/20 left as of (B)(6) 2015 visit. Patient is being co-managed.

Event description:
The surgery center reported that a laser vision correction patient was presented with a decentered flap. Although, the decentered flap reported did not require medical or surgical intervention, the decentered flap was observed after the patient¿s applanation. The flap was not lifted and the excimer treatment was not performed. There was no loss of best correct visual acuity (bcva).

Manufacturer narrative:
Pt age: patient information was not provided. (B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.